Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information provided by olympus service operation repair center (sorc), a twist in the camera cable could have caused communication failure between the video system center and the camera head, causing the reported event. Omsc reviewed the manufacturing record of the device and found no anomalies. Therefore, the camera cable may have been damaged by the user's handling. The instruction manual provides preventive measures against the reported camera cable breakage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the camera cable was twisted. The electrical contacts on the video connector were worn. The adapter mount was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was noisy and did not display properly, due to a defect in the camera cable. There was no report of patient injury associated with the event.